Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported the pump was permanently shut-off as planned on (B)(6) 2021. Regarding the catheter that was removed on (B)(6) 2020, the hcp provided the device status as intact. The patient's current devices also remained implanted.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient previously receiving morphine (5 mg/ml) via an implanted pump. The pump was currently delivering saline. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that in the past year the patient had episodes of intermittent overdose due to her pump flipping and the catheter becoming kinked and then unkinked. They attempted to resolve the issue surgically by re-suturing the pump to the fascia in the pocket, but it did not resolve. As a result, the pump dose was lowered, and saline was put in the pump. The plan was to permanently shut down the pump since the issue did not appear to be able to be resolved. When the reporter last saw the patient, she got back all of the drug that she had filled it with confirming that the catheter was kinked again. The pump off passcode to permanently shut down the pump was provided to the hcp.